Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
The reported failure code 810:11 was confirmed through evaluation. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated. (B)(4).

Event description:
During device evaluation by baxter on a colleague infusion pump failure code 810:11 (x2) was discovered due to an out of calibration ail pcb (air in line printed circuit board). According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.